Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The device evaluation was completed on (B)(6) 2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and force sensor functionality evaluation of the returned device. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface of the smart touch bidirectional sf. Force sensor testing was performed, in accordance with bwi procedures. The catheter was working correctly, and no force issues were detected during the analysis. However, the hole at the pebax with reddish material inside it could be related with the force issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster, inc. Product analysis lab observed a hole at the pebax. Initially it was reported that the carto 3 system was displaying high force reading when going on ablation. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequence was reported. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 it was observed a hole at the pebax and reddish material inside of it. The hole at the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2021.